Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation is turned off, the patient still feels stimulation in his right leg. This had been going on for about 2 months, and there was no known accident or incident related to the event. A couple months later the programmer was displaying the "call your doctor" icon, and there was a power on reset condition. The patient could not adjust the stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.